Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose at the time of the incident was 90 mg/dl. Customer stated that the act button does not work and the down arrow key gets stuck sometimes. Customer stated that she noticed there was a crack on the pump. Customer stated that she plays tennis and she is always soaked due to the heat in her area. Customer declined to troubleshoot for the button error and the crack on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, scratched reservoir tube window, cracked reservoir tube, and cracked reservoir tube window.